Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. Patient information regarding relevant tests/ laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign - (B)(6). The angiosculpt device has not been returned by the facility, thus no returned product investigation was performed. The angiosculpt device was used off-label. The IFU warns to not exceed the rated burst pressure (14 atm). In addition, an undersized introducer sheath (5f) was used. The instructions for use indicates the device is compatible with a 6f introducer sheath as indicated on the product label.

Event description:
The angiosculpt device was used to treat a slightly calcified peripheral lesion. During the second inflation at 18 atm for 5 seconds, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported. This product problem is being submitted because the balloon ruptured above rbp. There is potential for harm if it were to recur.

Manufacturer narrative:
Block d9/g3: the angiosculpt device was returned for evaluation. Block g2 (correction): the initial MDR in section h11 indicated block g3. This was corrected to block g2. Block h3: visual inspection found a damaged distal bond with one leaflet lifted, but remained intact to the device. In addition, a longitudinal balloon tear on the entire length of the balloon was observed. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.

Manufacturer narrative:
Block h6: in supplemental MDR #1, investigation conclusion code 22 "known inherent risk of device" and IFU statement in section h11 was inadvertently entered; therefore, conclusion code 22 does not apply. The conclusion code 18 "failure to follow instructions" from the initial MDR remains appropriate.